Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9. The device was returned to olympus for inspection and the reported malfunction was not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope, had image blackout during angulation adjustment. The event occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.